Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject: (B)(6) is experiencing component loosening /glenoid loosening since (B)(6) 2017. At control at one year. Component still loose, and she has now pain. Outcome is ongoing.